Event description:
(B)(6) study. It was reported thrombus occurred. The patient underwent a left atrial appendage closure procedure on (B)(6) 2018. A 31 mm watchman flx laa closure device was successfully implanted. The largest residual jet at the time of implant was 1.7 mm and the deployed device diameter was 27.7 mm. Prior to the index procedure, 81 mg aspirin was administered and after the implant the patient was started on aspirin and oral anticoagulant. The patient was discharged the next day. On (B)(6) 2018, the 45 day follow-up core lab echocardiography findings observed a laminar and non-mobile thrombus on the atrial facing surface of the watchman device. The maximum area of device thrombus was 0.1 square centimeter. No patient complications were reported.